Manufacturer narrative:
Correction: the correct "explanted date" is (B)(6) 2017, not (B)(6) 2018, as initially reported.

Manufacturer narrative:
This report is submitted february 12, 2018.

Event description:
Per the clinic, the patient experienced intermittencies with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2018. It is unknown whether the patient was reimplanted, as of the date of this report.